Event description:
It was reported that during a scheduled metalwork removal surgery, a xia blocker was observed to be fractured post-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. A device and complaint history review for similar events for the manufacturing lot could not be performed because the device associated with this event was not returned nor was a valid lot number provided. Per xia 3 surgical technique: once the correction procedures have been carried out and the spine is fixed in a satisfactory position, the final tightening of the blockers is performed. Use the anti-torque key and the torque wrench. The anti-torque key and torque wrench come in two sizes; standard and short. Place the anti-torque key around the screw head. Place the torque wrench through the anti-torque key until it is guided into the blocker. The torque wrench indicates the optimal torque force that must be applied to the implant for final tightening. Line up the two arrows to achieve the final tightening torque of 12nm. Note: do not exceed 12nm during final tightening. The anti-torque key must be used for final tightening. The anti-torque key performs two key functions: allows the torque wrench to align with the tightening axis. Helps to maximize the torque needed to lock the implant assembly. As the device was not returned, a definite cause cannot be determined. Possible causes include excessive force applied, cantilever force applied, and/or inserter tip not fully engaged into the blocker. H3 other text : device was not returned.

Event description:
It was reported that during a scheduled metalwork removal surgery, a xia blocker was observed to be fractured post-operatively. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.